Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when patient presented to the operating room with atrial fibrillation and with complete heart block, infection was observed. The patient is pacemaker dependent. The cause of the infection is unknown. Both leads were explanted. A temporary system was implanted. No pericardial effusion was observed post explant. Patient was stable throughout the procedure.